Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (inadvertently forgot to check health professional on the initial report). A review of the service record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a temporary malfunction occurred at the internal circuit board of the video connector and/or charge-coupled device unit due to an unknown cause, which may have caused the suggested event temporarily. The root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issue of no image display was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. An additional issue of the distal sheath having cracked glue with exposed thread was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for use, the endoeye flex deflectable videoscope had a dark display with no image. There were no reports of patient harm associated with this event.